Event description:
It is reported that the pt was revised due to pain.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Catalog #00110202200, zimmer dough-type bone cement, lot #61585290; catalog #00110202200, zimmer dough-type bone cement, lot #61563719 catalog #00598003702, nexgen stemmed tibial component, lot #61680090; manufactured at zimmer b.v., (B)(4). Evaluation summary: surgical notes were not provided. X-rays were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Rehabilitation protocol and adherence thereto is unknown. A definitive root cause cannot be determined with the information provided. However, the complaint may be revised upon return of x-rays and/or product or further information. No devices or photos were received; therefore the condition of the components is unknown. The lot number is unknown; therefore the device history records could not be reviewed. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Updated information received via primary operative notes and product labeling sheet and revision operative notes. Review of primary operative notes confirms patient underwent left total knee arthroplasty due to left knee arthritis. It was noted during trialing the patient had full extension, 135 degrees of flexion, and the patient had good balance medial and lateral. After implantation of components, final range of motion was checked. Review of primary operative notes does not indicate root cause. Primary product labeling sheet provides a complete list of part and lot numbers for implanted product. Review of revision operative notes confirms patients underwent a revision left knee arthroplasty due to aseptic loosening. The tissue around the tibial component and femoral component were debrided and both easily explanted with fragments of cement. The package insert states that loosening or fracture/damage of the prosthetic knee components or surrounding tissues is an adverse effect. This is therefore a known inherent risk of the procedure. A definitive root cause cannot be determined with the information provided. Updated information after product was returned for evaluation: visual examination of the returned products identified bone cement remained on the backside of the femoral and tibial components. The femoral component exhibited surface scratches and the tibial plate exhibits nicks and gouges. Dimensional analysis of the products determined that the products, where measured, was conforming to print specifications. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that the patient was revised due to pain.